Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised both front knuckle forks are bent in towards drive wheel.